Manufacturer narrative:
Additional lot #: unk.

Event description:
This case was reported by a consumer and described the occurrence of leg pain in a (B)(6), female, pt who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-support medication included super poligrip ultra fresh denture adhesive cream (formulation number (B)(4)). On an unknown date, the pt started super poligrip original. At an unknown time after starting super poligrip original, the pt experienced leg pain, leg numbness, foot pain, numb feet, foot swelling and neuropathy. The pt stated the super poligrip original oozes all over her mouth (product complaint). This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. On an unknown date, the pt started super poligrip ultra fresh denture adhesive cream. At an unknown time after starting super poligrip original, the pt experienced a terrible after taste. Super poligrip original and super poligrip ultra fresh are manufactured in (B)(4). The lot number for super poligrip original is known while the lot number for super poligrip ultra fresh is unknown. It is unknown whether the products will be returned for quality assurance testing. (B)(4).